Event description:
The patient expired. The death was unrelated to the implantable neurostimulator system. The cause of death was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.